Event description:
The user received questionable creatinine plus (creatinine) results for two patient samples. All results are in mg/dl. Patient sample 1 initial result was 2.19 and was reported outside the laboratory as 2.2. The result was questioned by the physician who asked for the test to be repeated. The sample was repeated on analytical p module (B)(4) on (B)(6) 2011 and the result was 0.68. The result was corrected to 0.7 which was considered to be the correct result. On (B)(6) 2011, patient sample 2 initial result was 3.77 with a data flag and was reported outside the laboratory as 3.8. The result was questioned by the physician who asked for the test to be repeated. The sample was repeated on analytical p module (B)(4) on (B)(6) 2011 and the result was 1.23. The result was corrected to 1.2 which was considered to be the correct result. The patients were not adversely affected. The creatinine reagent lot number was 64574001 with an expiration date of 03/31/2012. The field service representative could not determine a specific cause. He replaced the r2 reagent probe due to possible reagent carryover and performed horizontal and vertical probe adjusts on the reagent probes. He performed a horizontal probe adjust on the sample probe, checked and verified proper external probe rinse levels, checked and verified proper rinse mechanism levels, checked and verified proper gear pump press. The user replaced the reaction cell cuvettes and performed cell blank before the field service representative arrived on site. To verify the analyzer operation, the customer ran calibration and quality control material with all results within the user's specifications. The field service representative ran precision testing. All checks and tests were within documented guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Due to missing reaction data, no further investigation was possible based upon information provided, possible causes for the discrepant results include a faulty pre- analytical procedure or carry-over from assays installed on the system that are not manufactured by roche diagnostics. It was advised to install washes after the assays that are not manufactured by roche diagnostics. No adverse event was reported.